Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-12. H.6. Investigation summary: bd received ten (10) samples and four (4) photos for investigation. The photos and returns were evaluated and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill but was confirmed for the defect foreign matter from the photos and returns. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes "dental floss like" foreign matter was discovered inside the cap, the tube also underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from swedish to english: when checking the clot in the sample before analysis, a piece of plastic was discovered in the cap. The plastic was soft and stringy (like dental floss) and was stuck in the rubber membrane on the inside of the cap. When we examined it, some of the plastic thread came off the cork. The piece of plastic was bloody and could have been mistaken for a clot, in which case analysis would not have been performed. The piece of plastic could also have caused instrument failure or otherwise interfered with the analysis. The sample volume in the tube was low, which could be due to the plastic interfering with the flow of blood in the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes "dental floss like" foreign matter was discovered inside the cap, the tube also underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from swedish to english: when checking the clot in the sample before analysis, a piece of plastic was discovered in the cap. The plastic was soft and stringy (like dental floss) and was stuck in the rubber membrane on the inside of the cap. When we examined it, some of the plastic thread came off the cork. The piece of plastic was bloody and could have been mistaken for a clot, in which case analysis would not have been performed. The piece of plastic could also have caused instrument failure or otherwise interfered with the analysis. The sample volume in the tube was low, which could be due to the plastic interfering with the flow of blood in the tube.